Manufacturer narrative:
Detailed analysis at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information via call-log that this device was nearing elective replacement indicator (eri). Further discussion was conducted with a boston scientific technical service representative regarding beeping pattern and tone when the device reaches eri. In addition, the health care professional noted that this patient had received shock therapy and antitachycardia therapy and inquired regarding electrocardiogram storage of episodes as it was not possible to see the entire episode or when the arrhythmia ended. Further programming options were discussed. No allegations were noted. Subsequently this device was explanted electively and returned for analysis. No adverse patient effects were reported. The device was returned to our post quality assurance laboratory with no allegations.